Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2026. On 05/16/2026, it was reported that the patient was at a pharmacy and experienced sweating, inability to control movements, and feeling wobbly. During that time the cgm reading was 169 mg/dl, and an ambulance was called. When a fingerstick was taken by the paramedics, the cgm reading was still 169 mg/dl, and the blood glucose reading was 21 mg/dl. The patient was treated with intravenous fluids and was transported to the emergency room (ER). No further information was received from what happened at the hospital. The patient was, however, sent home the same day. At the time of the report the patient was stable. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. When the paramedics arrived, the reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.